Event description:
Hypoglycemia, unconsciousness; four occurrences, emt assisted once, and neighbor and apartment security on two other two times. (B)(6) on the fourth, while I was in (B)(6). FDA safety report ID# (B)(4).